Event description:
It was reported by service report that the side rail was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing and additional info has been requested. A follow-up report may be submitted.